Event description:
It was reported that the patient was experiencing diaphragmatic stimulation, and the left ventricular (lv) lead exhibited a loss of capture. The lead was initially programmed off, and was later capped and not replaced due to the patient's anatomy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead - (B)(6) 2007; 5076 implantable pacing lead - (B)(6) 2007. (B)(4).